Event description:
It was reported that a spectrum pump had "close door error lower latch". It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were reproduced during evaluation and found during the review of the event history log. The door latches close, but with excessive force being required to close door. The door hooks and latch pins were replaced.